Manufacturer narrative:
The analyzer serial number is (B)(6) the investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 results for 2 patient samples on a cobas 8000 c702 module. On (B)(6) 2025, sample 1 had an initial result of 1037 umol/l. The repeat result was 84 umol/l. On (B)(6) 2025, sample 2 had an initial result of 1015 umol/l. The repeat result was 81 umol/l.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration and qc recovery data provided was within specification. Based on the calibration and qc data, a general reagent issue could be excluded. The alarm trace showed multiple sample shortage, sample clot detection, and abnormal aspiration alarms. It was found that the customer uses a fixed-type centrifuge and centrifuges samples at 4000 g for 5 minutes. However, guidelines recommend swing configuration and centrifuging samples for 4 minutes. The field service engineer (fse) observed a high coefficient variation for the ast assay and observed a split tube at the rinse station. The fse cleaned and adjusted the ultrasonic mixer and replaced the damaged tubing. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue.